Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture began to unravel once knotted. It was immediately taken off shelf by vendor. There was no reported patient involvement.